Manufacturer narrative:
Date of event was reported as 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastro intestinal/pelvic floor. It was reported that the patient was getting shocked all the time from the implantable neurostimulator (ins) and was thinking about getting the device system removed. The hcp noted that the patient was implanted ¿in intestines for crohn¿s disease¿. There were no further complications reported or anticipated.